Manufacturer narrative:
(B)(4) - the lot was manufactured from 08/21/2013 to 08/23/2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the level of its luer lock connector and huber needle (non-baxter product). This occurred 24 hours into home patient (hp) infusion of fluorouracil and normal saline. Some of the leaked solution contacted the hp¿s abdomen skin; however, there was no patient injury or medical intervention associated with this event. No additional information is available.